Event description:
The hospital reported that the materials team was opening shipping boxes and putting kits on the shelf and noticed that one of the boxes was a vv6pro box with a hpii label. An hpii kit was inside the box. The box was set aside with the kit and not used.

Manufacturer narrative:
Tw# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw # (B)(4) updated sections: b4,e3,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/11/2025. An investigation was conducted on 02/26/2025. A visual inspection was conducted. The product box was returned opened. The returned product box was observed to be for a vasoview 6 pro product, however, labeling on the box stated it was for vasoview hp2. The actual device was not returned for evaluation so we are unable to determine which device was inside the product box at the account. Based on the returned condition of the device as well as the evaluation results, the reported failure "wrong label" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. A manufacturing engineer conducted an evaluation on 21may2025. The evaluation confirmed the complaint was confirmed for the failure mode "wrong label". The evaluation determined that the hemopro 2 label was affixed to the wrong carton which depicts the artwork for vv6. The lot # 3000444131 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.